Manufacturer narrative:
DHR check: by checking the manufacturing chart of the lot#: 1803470, no anomaly was found on a total of 62 smr humeral head ø50 mm cod. 1322.09.500 manufactured with this lot#. This is the first and only complaint received with this lot#. Explants analysis: the explanted components were not available to be returned to lima corporate for analysis. Xrays analysis: we received pre-revision x-rays dated on (B)(6) 2019 and sent them to our medical consultant for analysis. His comments as per follows: "there is as you suggest a lot of information missing so this report must be accepted with that in mind. It is my guess that the patient suffered from osteopathic arthropathy the greater tuberosity does not show any changes that would suggest rotator cuff damage so we can presume the rotator cuff is intact. There is a metallic artefact inferiorly in the glenoid vault which looks related to one of the five previous surgeries but I am unable to suggest what it is? It doesn't look like a suture anchor? The humeral stem is in slight varus and ideally it would be straight with the body slightly more inferiorly sited in the humerus. That error is compensated by a slightly small humeral head so the overall outcome is "okay" but not ideal. I would suggest the glenoid baseplate is a little low in the glenoid vault but none of the above would necessarily be causative of instability other than the undersized humeral head. In summary: I suspect the original pathology was arthritis which leads to some inherent stability because of stiffness. I think the rotator cuff is intact at the time of the index procedure but that is only a guess and does not exclude the possibility of intra-operative damage to the cuff. I am unable therefore to give a reason with high likelihood for the instability." In addition, after receiving the previously missing information about the procedures that this patient underwent prior to the shoulder replacement (decompression, cuff repair and a latarjet), our medical expert also commented: "it doesn't really change my opinion. The artefact in the base of the glenoid is a remnant of the latarjet screw. The patient has had a cuff repair which do not withstand the trauma of replacement surgery as well as an intact cuff so it is possible the cuff may have "retorn" but this is just conjecture. The latarjet procedure is for instability but this is unlikely to influence the stability of the replacement. A latarjet procedure does involve splitting the subscapularis tendon and does potentially "weaken" the tendon but again it is all conjecture." Conclusion: very few information was available about this case, thus no definitive conclusion can be drawn on the cause for the dislocation. The dhrs of the humeral head involved (1322.09.500, lot#: 1803470) were checked and confirmed that the head was manufactured up to specifications, no deviation detected. The explants were not received, therefore our analysis is mostly based on the xrays evaluation by our medical expert. In his opinion, the head is slightly undersized and the overall outcome of the previous surgery is not ideal. He also did not exclude the presence of a damage to the rotator cuff or to the subscapularis tendon (maybe related to previous laterjet procedure). In conclusion, more than one factor could have contributed to the dislocation, but, according to our medical consultant, it is difficult to "give a reason with high likelihood for the instability". Our complaint source also commented that this patient has a complicated surgical history, "with multiple possible reasons for the instability and hence dislocation." Based on the analysis of the dhrs and of the xrays, we can speculate that none of the contributing factors was product-related. Pms data: according to our pms data, considering the revision surgeries of smr anatomic total due to shoulder instability/dislocation, we can estimate a specific revision rate of 0.18%. No specific action for this case. Limacorporate will continue monitoring the market to promptly detect any further similar event.

Event description:
Revision surgery due to dislocation occurred on (B)(6) 2019. Previous surgery was performed on (B)(6) 2019. According to the information reported, patient had 3 individual procedures (decompression, cuff repair and a latarjet) prior to the primary surgery. Current revision was the 5th surgery. According to the info received, even if both the stem and the metal back glenoid were solid, during last revision surgery, the surgeon (different from the one responsible for previous surgery) decided to remove all the lima components and implanted a competitor's replacement. Event happened in australia.

Manufacturer narrative:
By checking the DHR of the lot#1803470, no anomaly was found on a total of (B)(4) smr humeral head 50 mm cod. 1322.09.500 manufactured with this lot#. This is the first and only complaint received with this lot#. We will submit a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to dislocation occurred on (B)(6) 2019. Previous surgery was performed on (B)(6) 2019. According to the info reported, patient had several revision in this was the 5th surgery, but we have no further info. All lima components were explanted and a competitor's replacement was implanted. Event occurred in (B)(6).